Manufacturer narrative:
Additional narrative: this report is for an unk - guide/compression/k-wires: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon was using the 2.0 cannulated drill bit, pre-drilling for 2.5 cannulated compression headless screws. Surgeon begun drilling over the 1.1 guide wire and noticed the drill bit was breaking as he was drilling the bone and stopped. All pieces of the drill bit were retrieved and the guide wire was removed too. It was noted to have a small bend in the wire where the drill was breaking. Concomitant device reported: unk-drill (part# unknown; lot# unknown; quantity: 1). Unk - screws: cannulated (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - guide/compression/k-wires: trauma. This is report 1 of 1 for complaint (B)(4).